Event description:
The user does not have any sound sensation with the device anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user does not have any sound sensation with the device anymore. No redness or swelling have been observed and there were no recent changes in health or medication. Reportedly, it is not clear if the user lost the hearing performance suddenly or gradually, since he uses both cochlear implant and hearing aid. Previous hearing tests show that the hearing benefit with the cochlear implant was not very good. Reportedly, free field audiometry was 50db and speech recognition score of word was 30%. As confirmed from the field on october 19, 2022 there are no plans to proceed with follow-up or with any further medical intervention.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. In addition, 3 electrodes remained extra-cochlear at the time of implantation. Re-implantation is not planned due to the users condition.